Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified high sensor readings from the freestyle libre 2 sensor compared to readings obtained on the built-in meter. The customer experienced symptoms of shivering, seizure, and loss of consciousness, and a healthcare provider was called to their home. A capillary reading of 84 mg/dl was obtained on the hcp meter and customer was advised to eat a sandwich for treatment. There was no report of death or permanent injury associated with this event. Sensor readings of 173 mg/dl, 159 mg/dl, and 296 mg/dl were taken in comparison to readings of 96 mgdl, 76 mg/dl and 183 mg/dl obtained on the built-in meter. It is unknown when these readings were taken in relation to the reported event. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.